Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The user facility reported that the complaint item was discarded and therefore not available for evaluation by the manufacturer. Review of device history records show the lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Unique identifier (UDI) # (B)(4).

Event description:
It was reported the outer plate would not go down, it just rotated in place. There was no surgical delay or patient injury reported.